Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using a tandem t-slim x2 pump during the event. According to the patient, on (B)(6) 2026, at approximately 9:00 pm, the cgm displayed a glucose reading of 136 mg/dl. Approximately 1 minute later, the patient experienced a loss of consciousness (loc), fell to the floor, and sustained a head concussion and a fractured jaw. She regained consciousness after approximately 5 minutes and subsequently began vomiting. Her daughter and grandson found her unconscious. Upon regaining consciousness, the patient self-administered baqsimi nasal spray (glucagon). Paramedics were not contacted at that time. In the early morning hours of (B)(6) 2026, while continuing to use the same sensor, the patient was unaware of her cgm reading and experienced a second loc while in the bathroom. She regained consciousness after approximately 20 minutes, self-administered baqsimi nasal glucagon, and consumed ginger ale. Upon awakening, she was unable to recall the cgm reading and believed it was inaccurate, prompting sensor replacement. A family member subsequently contacted emergency medical services (ems) for further evaluation. Upon arrival, ems obtained a fingerstick blood glucose (fsbg) reading; however, the patient was unable to recall the value, and no cgm reading was documented at that time. Ems did not administer treatment or medication and transported the patient to the hospital. The patient arrived at the emergency room (ER) at approximately 6:00 am. An fsbg measurement on arrival was 128 mg/dl. The patient could not recall what treatments or medications were administered. The patient was admitted and multiple unspecifed test were performed during hospitalization and were reported to be within normal range. The patient remained hospitalized until (B)(6) 2026 and discharged at approximately 6:00 am. At the time of reporting, the patient stated she was feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, clarification was provided on 04/09/2026. The patient experienced inaccurate continuous glucose monitoring (cgm) values on two occasions within a 24-hour period while using the same sensor. This incident represents two of two reports in which the patient lost consciousness on separate days. In the early morning hours of 03/21/2026, while using the same cgm sensor, the patient reported being unaware of her cgm readings. While in the bathroom, she lost consciousness and remained unconscious for approximately 20 minutes. Upon regaining consciousness, the patient self-administered baqsimi (nasal glucagon) and consumed ginger ale. The patient was unable to recall the cgm glucose values at the time of the event but believed the readings were inaccurate and subsequently replaced the sensor. A family member contacted emergency medical services (ems) for further assessment. Upon paramedic arrival, a fingerstick blood glucose (fsbg) measurement was obtained; however, the patient was unable to recall the bg value or the corresponding cgm reading. No medications or treatments were administered by paramedics, and the patient was transported to the hospital. The patient arrived at the emergency room (ER) at approximately 6:00 am on 03/21/2026. An fsbg measurement obtained at the hospital was 128 mg/dl. The patient could not recall any medications or treatments administered during the ER visit but reported undergoing multiple diagnostic evaluations. At the time of the initial report, the patient stated she was feeling well. Per her physician¿s recommendation, she was advised to calibrate newly inserted cgm sensors using fingerstick blood glucose values. A follow-up call was conducted by technical support on 04/08/2026. During this call, the patient reported that the ER evaluation was performed to rule out stroke or other neurologic causes. Diagnostic testing included MRI, CT scan, and additional brain imaging. Findings included a concussion and a mild jaw fracture related to the falls. No stroke, cardiac, or seizure-related etiology was confirmed. The patient reported receiving oral tylenol for pain management only and confirmed that she was discharged on the night of 03/21/2026, within 24 hours of admission. Technical support confirmed that, in her reports, the patient described experiencing symptoms consistent with hypoglycemia while the cgm displayed values within the normal range without low alerts, which she characterized as a missed low or cgm inaccuracy. The patient stated that the potential relationship between the events and cgm performance was discussed with her endocrinologist; however, ER summary documentation did not formally attribute the events to cgm performance. Following replacement of the cgm sensor, the patient reported continued normal cgm readings without high or low alerts and stated she was doing well at follow-up. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). This is 2 of the 2 report where the patient lost consciousness twice but on two separate days. Please see related record (B)(4).